Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamiton medical ag: te 231008 (o2 valve leak). No patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). Additional information added in follow-up #1 (B)(4). Field updated. Device alarms with "technical event: 231008 (o2 valve leak). No patient involved. Consequently, the event did not cause or contributed to a death or serious injury. This alarm occurred ensures that clinical staff are aware of the issue and can take appropriate action well before it becomes critical if it occurs during ventilation. Therefore, this case is now (at the time of this follow up report) assessed as no longer reportable. There is no information that reasonably suggests that the device has malfunctioned and that the device or a similar device would be likely to cause or contribute to a death or serious injury if the malfunction were to recur. In agreement with the FDA, UDI numbers (field d4 in this form) are only provided for incidents that have been initially reported by hamilton medical ag since october 1st, 2023.

Event description:
The following was reported to hamiton medical ag: te 231008 (o2 valve leak). No patient involvement.